Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the customer reported the following complaint issue "after they place the guide wire, they try to put the stent into the guide wire, but they cannot put in, so they use another new package and the new package is use zebd-7-9." Lab evaluation: 4 x zebd-7-7 devices of lot # c1386248 were returned to cirl for evaluation. A lab evaluation was held on 22 march 2018. Upon evaluation 1 opened and 3 unopened devices were returned. The 3 unopened devices were opened during the lab and no defects were observed. A 0.035 inch wire guide could not pass through porthole 2 at the ductal end of the opened stent. Indentation was also noted at portholes 4 and 5 at the ductal end of the opened device. No side or back wall damage. No other defects observed. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that the stent became kinked while straightening with the pigtail straightener. IFU review: it may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Fqc/ prd review: prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the finished product qc instructions, the mtm is instructed to ¿inspect for debris in or on product, kinks.¿, ¿verify size of wire guide before each use. Insert wire guide into both ends of stent. Should move smoothly and freely.¿ there is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. Document review: the zebd device of lot number c1386248, contains the component rmn: 12-470/ zso-7-7 of qc lot #287763. A review of the qc lot #287763 determined that this is a ship to stock item is supplied by seisa europe and has been accepted into cirl. A review of the manufacturing records for the zebd device of lot c1386248 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1386248; upon review of complaints this failure mode has occurred previously with this lot # c1386248. Summary: this complaint is confirmed as the failure mode was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After they place the guide wire, they try to put the stent into the guide wire, but they cannot put in, so they use another new package and the new package is use zebd-7-9. Reporting due to the precedence of "stent kinked/bent" for this product family.